Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation, the peritoneal catheter broke about 30 centimeters from the distal tip during insertion. After reinserting the tunneler, the peritoneal catheter was passed successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.